Manufacturer narrative:
Telephone number is: (B)(6). Please note that the saber device in this report is not sold in the u.s. But it is similar to other saber pta catheters are sold in the u.s. With the same product code, lit. During predilatation with a 7mm x 4cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter, it ruptured during the initial inflation at eight atmospheres. Therefore, the device was replaced with a new balloon catheter and the procedure was completed. There was no reported patient injury. The 90% occluded common iliac artery (cia) lesion was moderately calcified with moderate vessel tortuosity. It was not considered a chronic total occlusion (cto). The intended procedure was (treatment of) a cia with stenosis. The access site was the femoral. There was no difficulty removing the complaint balloon from the forming tube. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The maximum inflation pressure was 8 atm. The balloon catheter did not kink while being used. It was easily removed from the vessel and from the other devices. Additional patient and procedural details were requested but were not available. The product was not returned for analysis as it was discarded due to infectious disease. A product history record (phr) review of lot 82213816 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification and stenosis with vessel tortuosity likely contributed to the reported event as calcification is known to damage balloon material. The balloon material may have encountered calcification during delivery or balloon expansion. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
During predilatation with a 7mm x 4cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter, it ruptured during the initial inflation at 8 atmospheres. Therefore, the device was replaced with a new balloon catheter and the procedure was completed. There was no reported patient injury. The 90% occluded common iliac artery (cia) lesion was moderately calcified with moderate vessel tortuosity. It was not considered a chronic total occlusion (cto). The intended procedure was (treatment of) a cia with stenosis. The access site was the femoral. There was no difficulty removing the complaint balloon from the forming tube. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The maximum inflation pressure was 8 atm. The balloon catheter did not kink while being used. It was easily removed from the vessel and from the other devices. Additional patient and procedural details were requested but were not available. The device will not be returned for evaluation as it was discarded due to infectious disease.